Event description:
It was reported that the while removing the needle to inject more cement, the cement hardened and the needle broke off in the patient. There was a clinically significant medical delay as the patient was taken to the operating room to remove the device material left behind. A portion of the device was left in the patient. No additional adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded.

Event description:
It was reported that the while removing the needle to inject more cement, the cement hardened and the needle broke off in the patient. There was a clinically significant medical delay as the patient was taken to the operating room to remove the device material left behind. A portion of the device was left in the patient. No additional adverse consequences were reported.